Manufacturer narrative:
Date of event: exact date unknown, event occurred in year 2019. Explant date: 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 2000011191 / 19292858, product family: scs-linear leads: upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 17047581. Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18565714.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. Explanted devices will not be returned.